Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da alert. Boston scientific technical services (ts) discussed a memory inconsistency occurred that was self-corrected by the device. The s-ICD was functioning appropriately. No adverse patient effects were reported.